Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep stated that the device was overdischarged. The patient was not getting much relief when the device was functioning so they had not charged in over five months. The patient was requesting an explant. The issue was not resolved at the time of the report but surgical intervention was planned. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the over discharge had not been resolved and the patient did not want to resolve it. The explant was tentatively scheduled for (B)(6) 2017. No further complications were reported.